Event description:
The advocate called for help with the customer's contour system. She alleged that the customer's doctor performed a control test and received a result of 210 mg/dl. The normal control range was 108-149 mg/dl. No adverse events were alleged. The customer's test strips were to be returned for evaluation, but they were not received by the qa lab. A replacement meter was sent to the customer.